Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v762719, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer via the representative reported the patient was "fighting off a urinary tract infection (uti)" and wanted to wait to have device checked. The patient was to go back to the healthcare provider (hcp) (B)(6) 2015. The patient's indication for use was gastrointestinal/pelvic floor. No outcome was provided with this event. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the step taken to resolve the uti was that the patient took an antibiotic and was just about finished with it. The patient was allergic to most antibiotics and that was about as bad as the infections. The uti had been resolved for right now, but the patient was going to have laser treatment to help the vagina. It was tomorrow and the patient's bladder tended to not empty completely. The patient tended to have utis more frequently and that wasn't good for the patient's overall health, so they were going to try that.